Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in 2011 and an unk mesh was implanted. It was reported that the patient experienced vomiting, diarrhea, cramps, bloating, uti and ibs. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/05/2024. H6: appropriate term / code not available (e2402) utilized to capture ibs. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 4/13/2026. Additional information: d4 (catalog, lot #, primary UDI #), d6a. Corrected information: d1, d2b, g1, g4 (PMA). Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and proceed was implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/25/2025. Additional information: b5, b7, d3. Additional information: h6: appropriate term / code not available (e2402) utilized to capture migration (this product that was placed in my stomach, was found in my vagina). Additional b5 narrative: it was reported that the patient experienced blood loss, troubled walking, and weight loss. It was reported that the patient experienced inability to eat, urinary incontinence, fecal incontinence and vaginal pain which led to general discomfort. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.